Manufacturer narrative:
H.6. Investigation: a complaint of "broken bottle" was received against instrument top bactec fx, material no. 441385, serial number: (B)(6). Field service engineer (fse) went onsite, drawer b racks were removed and cleaned , device was reassembled. Change rack was carried out in the service software. Indicator lights, agitation and temperature passed the functional tests. The contaminated device parts were carried out according to the decontamination instructions. The complaint is not confirmed as a failure of bd product and the root cause is "operator error". DHR review is not required due to the age of the instrument. Service history review revealed no previous complaints for this issue. Bd quality did not receive any returned parts or instrument for investigation. No new risks, trends, or hazards were identified. Bd will continue to closely monitor for trends. H3 other text : see h.10.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged a broken bottle was observed by the laboratory personnel. There was no report of impact. The following information was provided by the initial reporter: " the users did not completely slide the bottles into the top drawer and when they tried to close the drawer it was broken and everything ran out. [Fse] already knows and wants to go there tomorrow to dismantle the device so that the users can decontaminate everything; nobody came into contact with blood or harmed them in general."

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged a broken bottle was observed by the laboratory personnel. There was no report of impact. The following information was provided by the initial reporter: " the users did not completely slide the bottles into the top drawer and when they tried to close the drawer it was broken and everything ran out. [Fse] already knows and wants to go there tomorrow to dismantle the device so that the users can decontaminate everything; nobody came into contact with blood or harmed them in general."